Manufacturer narrative:
Lot number is not available at this time.

Event description:
It was reported that a smiths medical disposable caused a smiths medical pump to alarm "no disposable, clamp tubing". Patient not affected.